Manufacturer narrative:
H3 other text : analysis by third-party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. The technician confirmed the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.